Manufacturer narrative:
The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause could not be determined as the device and associated transducer and generator were not returned to olympus for evaluation. Review of production records and complaint history provides no indication of systemic failure across the lot. The reported phenomenon may be attributable to inadequate assembly or device misuse. The shockpulse lithotripsy system IFU (spl-IFU) warns "before attaching, be sure the probe and transducer threads are clean. The probe must be secured tightly to the transducer using the torque wrench (spl-w) to assure good coupling. If the probe is not properly assembled, seated, or tightened onto the transducer, it will not perform properly. Loosening of the probe during operation will decrease or halt performance and may cause damage." Pages 20-23 of the IFU provide instruction on proper assembly and use of the shockpulse system.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. As a preventive measure, the instruction manual states: damage (mechanical and electrical) may result if the unit is dropped or struck against another object. Thoroughly inspect all electrical cables and probes before each use. Do not use if there is any evidence of deterioration. Replace if any damage or excessive wear is observed.

Event description:
It was reported that during a therapeutic lithotripsy (ureteric) procedure the device stopped working. The user used a second similar device however, the second device stopped working after approximately 20 minutes. There was a delay of 45 minutes with the patient under general anesthesia when the incident occurred. The user reported that the procedure was partially completed with the second device. According to the user, there was no visual damage to the device. The user reported a faint sound before the device stopped working which is not associated with the subject device. User reported that there was no error message displayed on the unit and the device was inspected prior to use. Additional lithotripsy was required due to incomplete procedure. The patient was rebooked for second procedure. There was no patient harm or injury was reported due to the reported event. Report 2 of 2.